Event description:
The pt's mother contacted lifescan regarding the surestep replacement program. She reported that they had obtained the er1 message once, but the very next reading was "on the high side." According to his mother, the pt doesn't get readings near 500 mg/dl. A control solution test performed the day of contact with lifescan was "fine." There have been no other incidents of er1 since talking to lifescan.